Event description:
It was reported that the right ventricular (rv) lead was attempted for implant and not used due to an unknown placement difficulty. Another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.